Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately calcified and severely tortuous left superficial femoral artery (sfa). The lesion was pre-dilated with a 3.0x40mm sterling balloon catheter. After pre-dilation, another manufacturers' 7.0x100mm stent was implanted in the lesion. This 5.0x40/135 (4f) sterling balloon catheter was then used to post-dilate the stent. An initial dilation was performed to 6atms for 20 seconds without difficulties. On the second inflation the balloon ruptured at 6atms after being inflated for approximately 20 seconds. The device was removed from the patient intact. Post-dilation was completed with another sterling balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)